Manufacturer narrative:
Other, other text: three unused samples of cadd cassette reservoirs - flow stop from the same lot was returned for analysis. The samples were visually inspected at a distance of 12? To 16? Under normal conditions of illumination, and no discrepancies were detected related to manufacturing process. Cassettes were connected to the cadd-solis vip, the pump keept running and no alarm was activated. The following are relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities: cassette bonding., cassette bag loading, cassette turntable, uv adhesive application and curing, accuracy test procedure, and the deltec cassette. Production performs a 100 percent in process inspection, in order to verify for occlusions, kinked tubing verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Production performs an accuracy test; takes a sample of 3 parts at shift start-up, beginning of every job; at least every 5 hours. Quality takes a sample of 15 units at an interval of two hours plus and minus 30 minutes, prior to placing product in bag, in order to verify for occlusions, kinked tubing and verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Quality verifies that the accuracy test is been correctly performed. No root cause could be determined since the complaint was not confirmed due to the fact samples received don?t show conditions that could cause the failure mode reported. Device history review: part number: 21-7302-24 lot number: 3949579 manufacturing date: 19-mar-20 quantity released: (B)(4) units any relevant dmrs, idrs, das, etc.: there were no relevant ncr's, dmr's or et's for this lot.

Event description:
Information was received indicating that a no disposable alarm occurred during infusion of 5fu with a smiths medical cadd cassette reservoir. It was reported that the alarm occurred 44 hours following start of infusion. There were no reported adverse patient effects.